Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device appeared to be close to elective replacement indicator (eri). Device replacement would be scheduled.

Manufacturer narrative:
Analysis confirmed normal battery depletion.